Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration# (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# (B)(4)). (B)(4). The arjo representative has been informed about the event with the involvement of arjo maxi move passive floor lift. After the event, the device was evaluated by arjo service technician. Only the lift was available for the inspection. The visual examination showed scratches on the scale cover, on the chassis and base. Also, the spreader bar guiding pins were bent. The functional test showed that the lift was working according to manufacturer specification's, no malfunction was found. The service technician was not able to re-create customer allegation. During the inspection, the arjo service technician checked the chair involved in the event. It was observed that there is a possibility that caregiver during transfer caught the lift on the chair what lead to device destabilization. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. The maxi move operating and product care instructions (krx21030.gb) warn and inform the user: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." "Warning: before and during operating the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame, and jib." In summary, looking at the incident scenario it has been established that passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event, device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. Any adverse reaction occurred.

Event description:
The arjo representative has been informed about the event with the involvement of arjo maxi move passive floor lift. After the event, the device was evaluated by arjo service technician. Only the lift was available for the inspection. The visual examination showed scratches on the scale cover, on the chassis and base. Also, the spreader bar guiding pins were bent. The functional test showed that the lift was working according to manufacturer specification's, no malfunction was found. The service technician was not able to re-create customer allegation. During the inspection, the arjo service technician checked the chair involved in the event. It was observed that there is a possibility that caregiver during transfer caught the lift on the chair what lead to device destabilization.